Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-05554. It was reported the patient has not maintained the ipg as recommended. It was also reported the patient had experienced stimulation in unintended areas. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.